Event description:
It was reported that the patient went to the hospital due a driveline power fault alarm on the controller with a yellow wrench alarm. Log files were retrieved and confirmed the alarm. The modular cable was completely taped with rescue tape, due to ruptured outer layer of the modular cable. The modular cable was replaced, and the controller was exchanged. The exchange resolved the alarm. Patient was sent home.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable (lot number 6404672) was confirmed via customer submitted images. Log files contained driveline power fault alarms due to power line-b faults on (B)(6)2025 at 06:33:56. Submitted photos by the account revealed rescue tape along the entirety of the outer jacket. The modular cable and system controller were exchanged, and the driveline power fault alarm issue had resolved; however, no product was returned for further evaluation. No additional testing or troubleshooting was performed; however, jacket damage may lead to driveline power fault alarms. Additional information states the timing of the damage is unknown. The root cause for the reported driveline damage and driveline power fault alarm was unable to be conclusively determined through this analysis. Device history records for the modular cable (lot number 6404672) were reviewed, and the modular cable showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 also states to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.